Event description:
A customer reported to baxter product surveillance of a clearlink set in which there was an 8-13% underinfusion occurring during an infusion. This set was connected to an equalshield and braun valve. Per the baxter sales representative, it is noted in the other manufacturer's documentation that using an equalshield and valve will have an underinfusion effect during an administration. In addition, there is a recall for the braun valve since when using this device there is a 2-4% underinfusion. A sigma pump was used with these products. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 4 of 4 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number is unknown. If additional information or samples become available, a follow-up report will be submitted.